Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient was revised to address a fractured locking mechanism on an ozark plate and two migrated ozark screws. It was further reported that the patient experienced neck pain. This report captures the second of two screws.